Event description:
Reporter stated that pt went to hosp in 2004 due to high blood glucose (blood glucose meter result="hi") -- pt experienced vomiting. Pt was treated with IV insulin. Prior to going to hosp, pt delivered extra insulin with device. Pt was diagnosed with strep throat at hosp.